Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 478 mg/dl. The customer stated that the alarm will go off in the middle of the night and he wil clear it and go back to sleep. The customer stated does not want to troubleshoot as these alarm are heppking in the middle of the night. The customer just wanted his call to be documented.